Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). Analysis of the 9733856 found the connection cabling/hardware was damaged. Analysis of the 9733597 found the connection cabling/hardware was damaged. The cable jacket had been damaged at the lemo connector, exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the axiem cable insulation was damaged and the wires were exposed. There was no patient present when the issue occurred.